Event description:
It was reported that liquid leakage from the base of the yellow connector on the extension tube connection side of the medication cassette. This occurred during priming. There was no patient involvement, and no patient harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: unspecified date in (B)(6) 2025.

Manufacturer narrative:
D3 - MFR establishment name and address: corrected. D4 - expiration date: corrected. D4 - primary UDI number: corrected. H4 - device MFR date: corrected. H3 and h6 codes: updated. Eleven (11) new devices were received for investigation. Review of photos received, no discrepancies were detected. During the visual inspection, the samples were received in a box in no used conditions, decontaminated, with its original packaging. During the functional testing, three (3) samples failed the leaking test, the samples leaked from the join of the luer and the tube. The customer reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.